Event description:
It was reported that a "continuous influx of air at the right-side connection point of the blood pump segment " was observed during priming with a prismaflex hf20 set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Prismaflex hf20 set ckt is similar to prismaflex hf20 set. Prismaflex hf20 set has been temporarily approved for use in the us under emergency use authorization eua201769 to provide continuous renal replacement therapy (crrt) to treat low weight (8 kg to 20 kg) and low blood volume patients or patients who have acute renal failure, fluid overload, or both, and who cannot tolerate a larger extracorporeal circuit volume in an acute care environment during the coronavirus disease 2019 (covid-19) pandemic. Should additional relevant information become available, a supplemental report will be submitted.